Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient initiated the initial drain cycle prior to having their transfer set connected to the patient line of the homechoice set. After noting this the home patient connected self to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medicl intervention was associated with this incident per baxter.